Event description:
It was reported that bd nexiva single port foreign matter noted in tubing.a small black particle was observed within the lumen of the extension line.was the product used on a patient? No.patient impact: additional new product needs to be opened.

Manufacturer narrative:
G.4. K183399; k243403.h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.